Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no additional information (including patient information) is available.

Event description:
It was reported that the nurse was unable to flush the line, and then the pump segment ballooned. This event occurred in the ICU, and no additional information is available.